Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f ¿ 7f mynxgrip vascular closure device (vcd) failed to create perfect hemostasis. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. It was reported that ¿a 6f ¿ 7f mynxgrip vascular closure device (vcd) failed to create perfect hemostasis.¿ however, the advancer tube, sealant and sealant sleeve were observed to have remained in the manufactured position which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. The syringe was not connected to the device, and the procedure sheath was not returned with the device as received. Shuttle down procedure was simulated and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). Leak testing was performed on the balloon of the returned device. The balloon inflates and maintains pressure. A product history record (phr) review of lot f1726401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since it was received with the sealant, advancer tube, and sealant sleeve still in its manufactured position. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors could have contributed to the issue reported since the device showed no sign of attempting deployment as evidenced by the sealant sleeve still being in its manufactured position. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f ¿ 7f mynxgrip vascular closure device (vcd) failed to create perfect hemostasis. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1726401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anti-coagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 6f ¿ 7f mynxgrip vascular closure device (vcd) failed to create perfect hemostasis. There was no reported patient injury.